Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a coupling problem. It was noted that the implantable neurostimulator (ins) "may have been flipped". It was noted that the flip was not confirmed. It was stated that the patient had been getting 6 out of 8 bars and "good coupling 4-5 days ago". It was stated that the patient was seen by a "tech" and it "looked like the normal recharge screen but the patient was getting no coupling". It was noted that the patient had been lifting a child "the last few days", but the area around the device was not swollen. It was noted that three different chargers were used and they "all were acting in the same fashion" showing the recharger screen with no coupling. The antenna locate feature got results 30-32. It was noted that the patient was going to get an x-ray. It was noted that the reporter thought the device had flipped.